Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead and dyspnea. The device was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 694765 implantable tachy lead 2011 (B)(6). (B)(4).